Event description:
Contact reports that during minimally invasive surgery, two guidewire tips broke off in the pt -one in the pedicle and one in the vertebral body. The parts of both guidwires remain in the pt.